Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the patient experienced heavier bleeding than usual after the surgery. The surgery was done after trauma on sigmoid colon and rectum.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. H6. Health effect - impact code.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2024 additional information was requested, and the following was obtained: did the patient receive an additional surgery? If yes, what was the date and why? - no. What were the indications for surgery? - reconstruction after hartmann procedure. Did the patient have any issues with blood clotting? - no. Did the patient receive peri-op cogitative agents? - no. Did the patient receive any preoperative chemotherapy or radiation? - no. Were there any issues experienced with the device in the initial surgical procedure? - no. What healthcare professional fired the device and what is his/her experience with the device? - (B)(6). , dr. Med., specialist abdominal surgeon, has used device before and regularly uses manual circular echelon where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - low/bottom b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - yes. Were there any issues with device use/firing? - no. What confirmation was received that the device completed the firing sequence? - sound confirmation (ring breakage) of completed sequence. Was the green checkmark visible at the end of the firing? - yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? - 2 full revolutions was there any difficulty removing the device? - no. Was a complete transection of the white breakaway washer visually confirmed? - yes. Were the donuts inspected? If so, please describe. - yes, they were perfect. Were there any issues noted with staple formation? If so, please describe the shape and location. - surgeon did air leak test which confirmed the anastomosis is sealed. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? - surgeon believes patient was healthy and relatively young with no underlying condition and disease. Since he is an experienced echelon manual circular stapler user he believes it is highly unusual that this patient experienced a heavy bleeding like this. What was the total estimated blood loss (ml)? - cannot be estimated. Was a transfusion required? - yes, the patient received 4 units of blood (red blood cells) how was the bleeding addressed? - patient received tranexamic acid and transfusion. What was the pre and postoperative anti-coagulant and pain management protocol? - will give feedback later. Was the bleeding intraluminal or extraluminal? - intraluminal. What is the current patient status? - patient is ok. What actions were taken to quell the bleeding? - tranexamic acid and transfusion. ---- patient experienced heavier bleeding than usual after the surgery - low anterior resection. The surgery was done after trauma on sigmoid colon and rectum, -----> three months after hartmann procedure. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?--> transfusion and tranexamic acid was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> transfusion and tranexamic acid is the patient part of a clinical study --> no